Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr replaced the gas delivery engine in order to resolve the reported issue.

Event description:
The customer reported on this avea ventilator a "vent inop" alarm is displayed on power up. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery module (gde) for investigation. The fa lab installed the gde on the avea test station a run cycle routine test was completed and could not duplicate the reported event or specific alarm condition. The gde system leak test and product testing did not determine a component root cause of the reported event. This issue will be internally investigated within carefusion.